Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 380 mg/dl. Symptoms reported include feeling weak and vomiting. The patient was treated with intravenous fluids and intravenous insulin. It was reported that the patient experienced multiple pod failures, prior to seeking medical attention. Pod was not being worn, at the time medical treatment was sought. It was reported that a new pod was not placed, since the patient did not have any more pods on hand, and the patient's mother stated not placing a new pod could have contributed to dka. The patient was released the following day (B)(6) 2026. It was also reported that after seeking medical assistance, the patient switched to manual insulin injections, as instructed by physician, because they had run out of pods. The three related cases mentioned are captured under insulet report reference case numbers: (B)(4).

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.